Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient removed tubing for taking a shower, the infusion set's tubing came apart at quick release/site connector. The site location and the pump was at patient's right side. There was no stress or pull on the tubing. No further information available.